Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that reservoir had insulin flow blocked alarm. Blood glucose at the time of incident was unknown. Customer stated that he changed tubing to resolve issue. Customer stated that he has been experiencing a lot of insulin flow blocked lately. Advised to change entire set when he receives error. The reservoir will not be returned for analysis.